Event description:
I have been having pelvic and stomach pain for several months now. Having dizziness and nausea everyday. Intercourse is also painful. Went to obgyn, was told I have had essure for almost 2 years now, it is not the essure. Had a sonogram done, and was told the essure has fallen, and is puncturing through, and will need it surgically removed. Waiting to hear back from the doctor.